Event description:
It was reported that during an unk procedure, when the device was fired, it did not close the rectus. It was necessary to use another like device to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.